Event description:
It was reported by a clinician that the stylus (touch pen) on the programmer was working intermittently. The clinician pushed the touch pen connector all the way into the receiving connector and performed a touch pen calibration. The touch pen is now working. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).